Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device showed an incorrect implant date and it was questioned if there was an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.